Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, upon interrogation, the device was found in backup vvi mode. The device was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
The reported event of backup mode was confirmed. The device was received with battery voltage well above eri level. Analysis of the device image indicated backup operation occurred, consistent with exposure to MRI as reported from the field. After reloading the product code, electrical and mechanical tests indicated the device exhibited normal functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.